Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt said they turned the ins on for the first time today to get them fired up and in the office. Patient said it seemed like it was ok and as they did their routine this afternoon, they would feel it a little bit here or there if they left or something and that was nothing unusual. Patient mentioned when they laid on their back, they could literally feel the pulsing and from that point they lowered the stimulation from 5.7 to 5.0 on the intensity and then they rolled over and it was like nothing just lit them up. Patient mentioned that they were just feeling a little strained so they went and laid down in bed and they could feel it pulsing pretty good too and it wasn't just a little mild one so they lowered it down again. Patient noted that they are getting so little sleep right now that they don't want to have any other interruption. Patient mentioned when they laughed, they got a zinger (agent understood patient was referring to the stimulation). Agent had patient unlock their handset and patient confirmed they had neurosense programming style. Agent reviewed with patient that they can continue to decrease the stimulation when they lie down and increase the stimulation in other positions like when they are standing upright or when they're active. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.